Manufacturer narrative:
(B)(4). Batch #: t5d81f. Per photographic evaluation: 3 photos were received. The first and third photos show a device with a green reload loaded and closed and the anvil can be seen partially detached of washer. The second photo shows a device with a green reload loaded and the jaws opened. The reload appears to be fully fired, since the drivers appears to be exposed. Based on the photos reviewed, the event description of cartridge damaged is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and detached, with the drivers and with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that at the time of the procedure, there was a problem with the contour cs40g, lot t93z7m, locking at the closing of reload in the stapler. The physician removed the reload by checking together with technical advisor that there was a loose iron on the stapler. This iron is used together with a white part closing the load. Even replacing the load, the stapler does not close to perform the clipping. With the replacement of the stapler finally carried out, the procedure was continued without intervention.